Event description:
The customer contact reported an adverse event while the device was in use. This is a combination product that is being reported for the drug portion of the product. It was reported that fifteen minutes after the pt's peripherally inserted central catheter (PICC) was flushed with an unspecified volume of heparin lock flush solution, usp 100units/ml (expiration date: 5/1/2009), the pt experienced "shortness of breath, blue lips, chest pain, nausea and vomiting times three and light headed." The customer contact reported the pt returned to the emergency room and was "found to be hypoxic and blood pressure of 60/40" and a temperature of 100.4 degrees. An unspecified concentration of intravenous levophed was started, and the pt was transferred to a different facility for "24 hour service." It was reported the levophed was discontinued in 2008. The customer contact reported the pt recovered with "no additional issues." Though requested, no additional information was provided.

Manufacturer narrative:
This report represents all the information known by the reporter upon query by hospira personnel.